Manufacturer narrative:
(B)(4). Baxter evaluated the device and found that the upper auxiliary was failing. It was determined that this failing part caused the system error 322 alarms. The upper auxiliary assembly was replaced. The software was upgraded to correct this issue per the approved remedial action activities.

Event description:
During review of the event history log system error 322 was observed. This suggests a device malfunction. Any patient involvement, injury or medical intervention is unknown.